Event description:
Same event as manufacturer's report #: 6000089-2007-00571. It was reported that during an unk procedure, the shafts of two maverick2 monorail balloon catheters broke during introduction into the guide catheter (manufacturer unk). The lesion being treated was located in the right coronary artery (rca). No resistance was noted; however, the difficulties were noted due to not seeing device movement on fluoroscopy. Upon removal of the maverick2 balloon catheter, the distal shaft remained in the guide catheter, and the guidewire (manufacturer unk), guide catheter and maverick2 monorail balloon catheter were removed as one unit. In the second attempt, the maverick2 monorail balloon catheter broke at the same location, and removed. The third attempt with another maverick2 monorail balloon catheter was successful. No patient complications were reported, and the procedure was completed successfully.